Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received with regards to a smallbore ext set w/6-port nanoclave, alleging that the device is attached to a bbraun antisiphon valve and caused issues with leaking on an unspecified date. There was no patient harm reported.

Manufacturer narrative:
This supplemental was opened to capture the additional information received on patient harm. Additional information was updated in b1, b2, b5, d10, h1, and h6.

Event description:
Additional information was received stating the event occurred during infusion and the patient was reported to have a central line-associated blood stream infection (clabsi).